Manufacturer narrative:
On 06-mar-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two 600cc smooth mentor memorygel breast implants has experienced postoperative rupture and unknown grade capsular contracture on the left side, and breast mass and device migration on the right side, confirmed by the surgeon. As a result, the patient underwent explantation and replacement with like device, catalog # 3506001bc, left serial # (B)(4) on (B)(6) 2020. Upon explantation, the left-sided implant was confirmed to be ruptured, and the right-sided breast mass was found to be calcified, very firm nodule of uncertain etiology. This medwatch report is for the right-sided implant.